Event description:
The complainant reported a (B)(6) female had breethe implanted. The luer port b was disconnected during utilization for continuous renal replacement therapy (crrt), the patient lost a significant amount of blood, one (1) unit of blood, one (1) liter of saline, and 1500 ml of albumin was administered to support the patient.

Manufacturer narrative:
The breethe product was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Manufacturer narrative:
The device was received and an investigation was completed. There were no defects or issues found. Further follow up with the account, and images provided by the field team, reveal the crrt connectors that were used were too stiff and could easily transmit torque, leading the loosing of the luers. We believe the root cause of the reported blood loss was due to torque applied by the user against the pre-loaded crrt connector. Section d: corrected brand name and common device name.